Event description:
Caller reported a minimum fill notification but there was no adverse impact to the customer's blood glucose level. The customer initially attempted to load a new cartridge and filled it with 150 units of insulin, but reloading the same cartridge did not resolve the issue. Technical support instructed the caller to clean the pneumatic tap area on the pump and guided them through filling and loading a new cartridge using the proper technique. Loading a second cartridge onto the pump resolved the issue, enabling the caller to successfully resume insulin delivery.